Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes is due to some kind of stress such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the coat peeling 1 mm2 or more on the connecting tube. There was no patient involvement.